Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the balloon ruptured on the first inflation. The device was removed intact.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was progressive disease. The lesion was located in the left anterior descending artery. Details of the lesion are unknown. The 2.5mm x 15mm quantum maverick monorail balloon ruptured at sixteen atmospheres. The number of inflations is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.